Event description:
It was reported that the procedure was to treat the circumflex coronary artery with moderate calcification, moderate tortuosity and greater than 70% stenosis. Femoral access was chosen and the balance middleweight (bmw) universal guide wire was jailed during stenting. Upon removal there was strong resistance as the wire was looped and jailed with the stent. The wire separated and the distal tip remains jailed while the proximal end is at the renal artery. Attempts to remove the wire with a snare were not successful. The wire will remain in the vascular system. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties, treatment, and patient effect appear to be related to the operational context of the procedure. It was reported that the wire became jailed between the stent and vessel during stent implantation, resulting in resistance during removal and the wire becoming prolapsed. Additionally, it was reported that force was applied when resistance was encountered, likely contributed to the reported material separation. The separated portion of the wire remains within the anatomy. It was reported that a force was applied during removal of the guide wire. It should be noted that the hi-torque guide wires for ptca, pta, stents instructions for use states: ¿do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the deviation appears to be a reasonable clinical response; therefore, a follow-up letter will not be issued. It was reported that a force was applied to the guide wire after it had become entrapped. It should be noted that the hi-torque guide wires for ptca, pta, stents instructions for use states: ¿do not torque a guide wire if the tip becomes entrapped within the vasculature.¿ in this case, the deviation appears to be a reasonable clinical response. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: a partial UDI was provided as the lot number is not known h6: medical device problem code 2017, failure to follow steps / instructions h6: medical device problem code 2017, excessive force.